Event description:
On (B)(6) 2012, the reporter contacted animas that the subject pump was rebooting at least 4 times today and several times yesterday. The reporter stated that the pump is approximately 3 weeks old. The reporter denies seeing any cracks in the pump and claimed that the battery cap is secure. There were no allegations of harm or injury as a result of the reported issue; however, this complaint is being reported because the alleged power issue was not resolved with troubleshooting. A replacement pump was sent to the patient.

Manufacturer narrative:
Animas has received the pump involved with the complaint; however, investigations have not been completed at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated reboots had occurred. The pump powers on with a blank display screen. Investigation revealed a defective display flex. A test display screen was inserted and the pump booted up with normal contrast on the test screen. There was no visible damage found to the battery cap and battery compartment. The battery cap was able to fully secure to the pump with no yellow o-ring showing. The pump was exercised for 24 hours and no power interruptions were duplicated. The complaint could not be duplicated on investigation.